Event description:
Information received by medtronic indicated that the insulin pump had short battery lifespan. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
S/w ver. 4.11d. Retainer ring = black. On (B)(6) 2021 the customer reported short battery lifespan. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the left belt clip rail. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery alert--10 alerts from (B)(6) 2021 06:17 to (B)(6) 2021 14:33; 84=battery removed alert--10 alerts from (B)(6) 2021 06:26 to (B)(6) 2021 14:48. All of these occurred within the expected interval of 2 weeks of each other. Did not note any unusual pump errors occurring around the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement read high, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement fell within specifications. In summary, the customer¿s report of short battery lifespan was confirmed during testing. The high sleep current measurement and the "low battery" alerts are due to pcba2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.